Event description:
A 4.0 x 26 mm integrity rx stent could not be passed through a previously deployed 3.0 x 22 mm integrity stent to reach the target lesion. The tip of the 4.0 x 26 mm integrity stent was damaged during the delivery attempt. A 4.0 x 18 mm integrity stent passed through without any issues. There were no abnormalities noted during preparation of the relevant device or inspection prior to use. Patient outcome was ok and no clinical sequelae were reported. Evaluation summary: the distal tip was flared. The 1st eleven proximal stent segments were stretched and deformed with a number of struts raised. The remaining segments were intact.

Manufacturer narrative:
(B)(4). Results: root cause of reported event was most likely procedural related. Conclusions: root cause of reported event was most likely procedural related.